Event description:
The user facility reported that they had a y90 mapping case, via common femoral artery (cfa) access. The angio-seal device had an issue during deployment. The footplate did not fully emerge from the sheath and the device came out intact. Pressure was then held instead of angio-seal deployment. The procedure was successfully completed and there were no adverse effects.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).